Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. The device was connected to a cadd-legacy infusion pump and was successfully primed. The reported issue was not confirmed during testing. The device performed as specified with no pump alarm. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. During production this device type is sampled for inspection to ensure the solvent bonds have not created any occlusions and that the tubing is free from any deformation or damage.

Event description:
Information was received that during use of this smiths medical cadd extension sets, blockage was noticed. It was reported that extension catheter check was immediately performed and showed in correct direction. In additional it was found that the flattening left by the closures of both the short and cassette extension hoses was so great that it was thought that drug could not flow freely in the hose. Reported that the drug was dispensed from the cartridge using a spare tubing. No patient injury reported.